Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: d5, e1 (initial reporter), g3, the initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery run time. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, reported that battery failed runtime test at 173 minutes. Minimum runtime spec : 215 minutes. The stm replaced the batteries to solve the issue. Subsequently, completed a preventive maintenance (pm) by performing a full calibration, functional and safety checks, all passed as per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery run time. There was no patient involvement, and no adverse event reported.